Manufacturer narrative:
Product was not received for evaluation. Retain samples evaluated. DHR - no anomaly was reported during their manufacturing, packaging and inspection processes that could be related to the reported conditions. All the processes including sterilization ran normally. Lot was packed on 06-11-2019. Expiration date 2021-06. Failure analysis - no device unit will be returned for failure analysis. The customer provided a photo showing a perforation on the sponge after reopening to correct fistula. Although cannot confirm the product shown in the photo, based on complaint information and photo, the complaint is considered confirmed. Retain samples (8 units) were visually inspected. No defect was detected on product package (box/tray), tray sealing was in good condition, and sponges had normal appearance. In conclusion: no anomaly was observed that could cause the reported complaint event. Root cause - based on the information available, medical affairs team evaluated the case and explained that it is unlikely that the infection is device related, but it could be. And that the fistula/leak could be secondary to the infection. In addition, that the hole found in product could have been cause by the infection or could possibly be damaged by an instrument after implantation. There are controls in place to ensure product sterility such as gowning practices, manufacturing/packaging controlled rooms (iso 7), area and product monitoring, and validated overkill approach sterilization cycles. Based on the evaluation performed, the reported lot complied with all in-process inspections and testing requirements as specified in the manufacturing shop order and related procedures. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(4), director of regulatory programs, office of product evaluation and quality and (B)(4), assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the durs3391itl suturable duragen 3 inch x 3 inch had a hole in the matrix. Thirteen days after placing the collagen matrix, a female patient presented with a fistula. The fistula was confirmed with symptoms of fever, liquid leakage from the surgical wound, and with imaging. After infection control using pic and evd on (B)(6) 2020, the patient underwent a new procedure to correct the fistula on (B)(6) 2020, whereas the surgeon identified a hole in the matrix. Additional information received on (B)(6) 2020 indicating that the patient presented herself with instability as a general picture, fever and leakage of csf (cerebral spinal fluid) in the wound. It was necessary to reopen the surgery to clean and correct the duramater plastic to correct the leak of csf. The plastic was remade in the duramater with another competing product. The liquoric fistula correction procedure was successfully done. The patient was reported as being well.